Event description:
Patient reports of having trouble with their joint replacement since surgery in 2009, including swelling and "going out of joint".

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record. Engineering evaluation noted that the "going out of joint" and "swelling" were likely the result of instability and possible infection.